Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Initially, the customer had replaced the fuse on the reagent management system (rms) uninterruptible power supply (ups). Cse found that the uninterruptible power supply (ups) was not working properly. Consequently, fuses associated with the ups also needed to be replaced. Cse replaced the components and system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming from their dimension exl with lm instrument. The customer powered down the instrument and restarted with no errors. There are no known reports of patient intervention or adverse health consequences due to the event.